Event description:
The facility initially reported a missing activator vial with the cidex opa solution. The facility was advised that the solution does not come with an activator and the instructions for use (IFU) was reviewed with the customer. The IFU indicates that activation is not required when using the cidex opa solution. The customer called back and indicated that a bottle of cidex opa was previously recevied with a vial of powder activator attached to the handle. It was reported that this was a one-time occurrence. The customer stated the bottle of cidex opa solution and cidex activated dialdehyde powder activator were used. There were three leep speculums that were disinfected with this lot and no reports of any abnormality with any patients.